Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (product ID (B)(4)) was placed in the patient on the second week of (B)(6) 2020 for a meningioma surgery. The patient visited the facility on (B)(6) 2021 for a subcutaneous abscess. It was reported that infection was observed. Examinations revealed that there was also a subdural abscess and reoperation was performed on (B)(6) 2021. According to the physician, a subdural abscess may be the primary cause before the subcutaneous abscess, and that it seems that the patient who was using steroids before the operation was in a situation where she was easily infected. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h6, h10. Duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed since the product sample was used in the patient and will not be returned for analysis. Therefore, the complaint is considered unconfirmed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. In addition, a medical assessment was made by medical affairs and determined the following: ¿the subdural and subdermal abscesses could quite likely be separate but related to the original exposure to the infection at time of surgery. Very easy for staph infections to be transmitted from the skin incision into deeper tissues at the best of times, but much more prevalent in immunosuppressed patients. Huge care in the use of instruments needs to be taken, separate set for skin opening, separate set for bone, separate for dura, etc. From the experience with contaminated wounds in war zone and from the team in south africa, a weak hydrogen peroxide/saline lavage dramatically reduces infection rates. So, no identifiable connection to duragen, it is terminally sterilized and would have been completely resorbed in the time frame reported.¿